Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 25 mg/dl and 34 mg/dl. Customer was treated with food or drink. Customer declined troubleshooting for low blood glucose. Customer stated that they received sensor updating alert. Insulin pump will not be returned for analysis.